Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported event of "granuloma" after injection with juvederm ultra plus from journal article: "multicenter prospective cohort study of the incidence of adverse events associated with cosmetic dermatologic procedures; lasers, energy devices, and injectable neurotoxins and fillers", published online, jamadermatol.2014.2494, archderm.jamanetwork.com. It is not known if any treatment has been provided.